Event description:
It was reported that during a bariatric procedure, the device jaws were crooked. It fired crooked. A new device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.